Manufacturer narrative:
05/20/24, cn. Wgf checkvalve corroded/rust the water flow control is inoperable due to corrosion resulting poor water flow and heating up. Hp cable and water hose, damaged/splitted open , have been temporary fixed housing is damaged due to removing the corroded/ seized up housing screws. The power cord is not hospital grade. Missing chasis screws. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Event description:
While using a cavtiron bobcat pro g130 they allege that the handpiece was heating up and they have low water flow; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.